Manufacturer narrative:
Sr-(B)(4)

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and passed. A transmitter final functional test was performed and failed. The complaint confirmation of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted upon completion of device investigation.